Event description:
It was reported that the customer went into the pool with the insulin pump on. The mother stated that the device was working for several hours, and later the numbers were ramping up and they did not stop. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.